Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check increased thresholds possibly due to exit block and intermittent non capture were noted on the his bundle (right ventricular) (rv) lead. Premature battery depletion was also noted on the implantable pulse generator (ipg). The patient is a participant in the post approval clinical surveillance product surveillance registry. The lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.